Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored, and it functioned properly. No auto off alarm was noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump due to insulin pump falling out of the pocket. Customer reported to have scratches on display screen which prevents reading of display screen. Customer also reported to be having issues with the auto off feature. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.